Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for incontinence. It was reported that the patient had their implantable neurostimulator (ins) and lead removed so they could have a full body MRI done. The patient's neurologist wanted to perform a head and spine MRI. The lead was not completely removed during this procedure. It was unsure of what technique was used to remove the lead. It was suspected that this procedure occurred a month or two prior to the report. On 2019-09-27, it was reported that the cause of the lead fragment being left behind was due to the surgeon not succeeding in complete removal. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.